Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that he was in the pool and that the insulin pump was in the shade covered by a dry towel when he received the button error alarm. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on keypad traces. No moisture damage on the electronics noted. The insulin pump was received with minor scratched display window, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.